Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation of the ivus catheter outside the body, flushing difficulty was encountered, and the appearance of air was noted. The procedure was completed with another of the same device. No patient complications were reported.